Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that, when inserting a swan-gantz catheter into the sheath, it got stuck in the middle of the sheath and could not be advanced further. Therefore, the user removed and replaced the sheath with a new one, which could be inserted without problem and completed the procedure. No injury to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened psi kits for analysis. Signs of use in the form of biological material were observed inside the sheath body. Initial visual analysis of the sheath did not reveal any defects or anomalies. When performing functional testing with a 7.5fr lab inventory swan-ganz catheter, minor resistance was encountered at the location of the hemostasis valve. Because of this, destructive testing was performed on the hemostasis valve to analyze the internal components. Visual and microscopic examination of the internal seal did not reveal any obvious defects or anomalies. The length of the slit on the seal measured 0.074249", which is not within the 0.115" - 0.125" per the seal product drawing. The sheath length from the juncture hub to the distal tip measured 4 1/8" , which is within the specification limits of 4"-4 1/4" per the sheath with dilator assembly product drawing. The sheath outer diameter measured 0.141", which is within the specification limits of 0.138" - 0.148" per the extrusion product drawing. The sheath inner diameter at the distal tip measured 0.112", which is within the specification limits of 0.111"-0.112" per the sheath with dilator assembly product drawing. The returned dilator was inserted through the returned sheath. Minor resistance was encountered around the hemostasis valve; however, the dilator was able to pass completely through and was able to snap into the sheath cap. Performed per IFU statement, "insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve assembly". Per the lidstock provided with the kit , this psi is meant to be used with 7.5 fr catheters only. A lab inventory 7.5 swan-ganz catheter was inserted through the returned sheath. Minor resistance was encountered at the location of the hemostasis valve, which matches the customer report. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing guidewire, dilator, or sheath. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of device body or extension lines to reduce risk of cutting or damaging the device or impeding device flow. Secure only at indicated stabilization locations". The IFU also states, "do not inflate balloon of flow-directed catheter prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report of resistance between the sheath and the inserted catheter was confirmed through complaint investigation of the returned sample. Functional testing revealed that a lab inventory 7.5fr swan ganz catheter met resistance at the hemostasis valve when being inserted into the sheath. Further analysis of the internal seal revealed that the slit length was not within the dimensional specification which likely contributed to the reported event. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, when inserting a swan-gantz catheter into the sheath, it got stuck in the middle of the sheath and could not be advanced further. Therefore, the user removed and replaced the sheath with a new one, which could be inserted without problem and completed the procedure. No injury to the patient occurred.